Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at 8pm on (B)(6) 2016. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient informed the cca that one week after the alleged product issue occurred they experienced a ¿lack of sleep¿; however, denied requiring any form of treatment as a result of this symptom. At the time of troubleshooting the cca walked the patient through a re-test but was unable to resolve the issue. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a product malfunction as the alleged product issue could not be resolved with troubleshooting.